Event description:
It was reported that the patient experienced dyspnea and presented to the hospital. Lead imaging revealed that the left ventricular lead had dislodged. The lead was explanted and replaced. The patients condition was normal post procedure and the patient would be monitored routinely.